Event description:
It was reported that the lead connector could not be inserted into the defibrillator. The lead was not used and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the front seal of the lead was out of specification.